Manufacturer narrative:
This medwatch report is an update to the previous report to correct the brand name in section d1 and the model number, catalog number and primary unique device identifier (UDI) number in section d4.

Manufacturer narrative:
This medwatch report is being filed based on the image received on february 20, 2024, which presented a fracture of the core wire. As received, the specimen consisted of one-1 each safari2 jpn 275cm x sml 5p; returned coiled, loose without the dispenser assembly; double bagged within "zip-lock" style poly biohazard pouch. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire at 0.3 cm from the distal tip weld mass with 8.2 cm of concurrent stretched coil damage beginning at the distal tip. The specimen presented kink damage in the small diameter curve and bend damage at 2.6 cm and 4.5cm from the proximal aspect of the formed curve. The proximal joint appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the dfu, instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. The patient information is unknown. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event; the device was damaged. Was there any appearance abnormality before use? No at what location and what kind of damage was observed? The tip was damaged during preparation. Patient outcome: no patient injury.